Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 2 alarms noted during testing or found in the downloaded history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had inter-processor communication error alarm. The customer blood glucose level was unknown. Customer stated that it was happened already three times. Customer was able to clear the alarm and did not receive request to rewind pump. Customer stated that fill cannula was not recorded in the daily history. The device will returned for analysis.